Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast reconstruction with a saline mentor smooth round spectrum 425cc and experienced deflation on the right breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 5.5 cm located on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to a sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction with a saline mentor smooth round spectrum 425cc and experienced deflation on the right breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018.